Event description:
End user alleges that while using their vehicle on dc power, the dc adaptor started to smoke. Dealer states the end users panicked and pulled the dc plug out and threw it out of their car window.